Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reat0443 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the extension tube was fractured two days after puncture of the catheter. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fractured extension leg was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The extension leg contained a complete break at the interface of the molded wing and the catheter was confirmed to have been cut near the distal connector. Gross visual evaluation of the sample segments found usage residue throughout and tape residue on the luer hub. Microscopic examination of the fracture region showed that the fracture surface was dull and granular and the mating halves of the break contained a cup-and-cone feature set. Tactile evaluation of the extension leg revealed extreme tensile strength loss. The tensile strength loss, and observed fracture features, were indicative of the catheter having been pulled to failure. No potential manufacture contributing facture was observed. A lot history review (lhr) of reat0443 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the extension tube was fractured two days after puncture of the catheter. There was no reported patient injury.